Manufacturer narrative:
Results of investigation: no failure identified or reported with bellavista. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returning for investigation. However, the customer confirmed that the vent was not alarming. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the nurse call station was alarming from the patient's room, but the vent was not alarming at all. There was no patient harm reported from this event.